Event description:
I had lasik in (B)(6) of 2013. My dry eye symptoms are so severe that when I open my eye lids from sleeping they are stuck to my eye. This causes a layer of the eye to be torn, or peeled off. The result is the eye feels scratched. My eye will be red and swollen for days following. I require antibiotic and steroid eye drops to heal which are very expensive even with having insurance. (B)(6).